Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
A copy of the medwatch report from FDA was received, which states, "patient was in infusion center and receiving an infusion. The alaris pump infused air past the channel sensor and it never alarmed. The air almost reached the patient. Fortunately, the nurse caring for the patient recognized it before it reached the patient. The channel tag number was egk0159. The brain was removed and a work order was put in for biomed. Agility picked up the pump. The brain which had a tag number of (B)(4) worked with another channel but after use was also taken out of rotation with a work order submitted to bio med". There was no harm to the patient.